Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient could not charge her ipg. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well post operatively.